Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the digital microscope vhx-5000 keyence and the digital camera "panasonic dmc t28". Is a clearly visible deep scratch delivered condition there were only little bone cement residues adhesive on the femoral component the tibial component shows no cement resides adhesive on the coated surface. The gliding surface of the meniscal component shows little scratches and imprints. It could be possible that this traces comes from bone cement resides which get into the articulation between the femoral component and the gliding surface. On the medial side at the gliding surface there is clearly visible deep scratch. The origin of this scratch is unknown, possible a result from the explantation process. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of the production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as result of out investigation the root cause of the failure is probably usage related. Rationale: there are no hints for a material or manufacturing problem. According to the quality standard and DHR files, a material defect and production error can be excluded. In the delivered condition, there were only little bone cement adhesive. There is no information about the condition after explantation. We assume a bone cement loosening as casual factor. There is the possibility for a non-adhesive from the bone cement. It could be possible that there were problems with the cement technique, too. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded; · wrong temperature; · unfavorable storage; · the age of the cement; · wrong handling with the cement. Corrective action: any action regarding CAPA will be addressed within the product safety case.

Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there was postoperative loosening of the as vega femoral component. The patient underwent primary surgery and implantation of vega knee implants on (B)(6) 2018. Per the reporter, one year postoperative loosening of the vega femoral component was noted. A revision surgery is pending but not yet performed and has been tentatively scheduled for (B)(6) 2019. Further information has been requested. This report will be updated when additional information is received.